Event description:
Reportedly, during a lateral c-spine exam, the pt was standing on the table footrest with the table in an approx 85 degree upright position when the footrest slid off the table and dropped approx 4-5 inches to the floor. The technologist, who was at tableside, helped support the pt and the pt did not fall. The pt was not injured.